Event description:
The customer reported a leak of clear fluid dripping from underneath the beckman coulter coulter lh 750 hematology analyzer. The lh750 slidemaker is associated with this customer complaint. Blood and diluent can be present at the rinse block of the instrument. Patient samples were not impacted by this event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. On the date of the event, a field service engineer (fse) found a leak at the drain tubing of the rinse block of the instrument. The fse found that the tubing kept coming off the bottom of the rinse block. The fse replaced the tubing and fitting. The repairs were verified per established procedures. Root cause for the leak is attributed to the rinse block drain tubing coming off the bottom of the rinse block.

Manufacturer narrative:
Beckman coulter inc internal identification number is (B)(4).